Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed coming out of the cartridge and that the customer had difficult removing them. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.